Event description:
The customer reported that the insulin pump had an error alarm. Troubleshooting was performed. The customer stated that she went to swim while wearing the insulin pump. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly. Further testing was not performed due to the blank display.